Event description:
It was reported that the customer had a meter blood glucose now alert. Customer's wife was informed that the alert means that the customer has not calibrated the system yet. Customer's blood glucose level was 435 mg/dl. Caller was informed that the customer's blood glucose level was too high to calibrate and that they needed to lower it since the pump will not calibrate if the blood glucose levels are over 400 mg/dl. Customer is currently in training for the pump. Customer will try and have their blood glucose level lowered and try calibrating later. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.